Event description:
It was reported to medtronic minimed that the customer experienced a cracked screen and blank display after the pump was dropped. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed as the customer did not have the pump available and declined further assistance. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump failed to boot up properly once installing aa battery, partial display and flashing white display was noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test and self test. Test sc1-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump was cut open to perform visual inspection and found evidence of physical damage on the lcd assembly (pcba 1). Bleeding and and a cracked glass were found. The following were also noted during visual inspection: scratched case, cracked belt clip rails, and pillowing keypad overlay. Unable to verify customer's complaint for blank display due to flashing white display and partial screen. Cosmetic damage was confirmed at the screen. Flashing white display was found during testing due to a crack on the lcd assembly. Partial screen was found during testing due to a crack on the lcd assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.